Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in brazil.it was reported that the patient experienced infusion set cannula bent event on 26-feb-2026. The blood glucose level was high (400 mg/dl). Catheter tip was bent causing a rise in blood glucose to 400 mg/dl and the glucose has remained high for 2 hours. No further information is available.